Event description:
It was reported that information was received from a patient regarding an external device. The patient stated they had been having problems with the recharger for the last 3-4 weeks. Patient said they thought because of the age of the device, the whole thing was just starting to die and they were just waiting for medicare to give approval to go in and do a revision. Patient then said they were not able to charge the implant because the controller kept telling them it couldn't find the device. Patient also said the connection would click in and then lose connection again. Patient then said they noticed a couple times when they used the equipment recently, they felt heat coming off the cord towards the paddle. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient said they had issues with controller and got a replacement in march.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger analysis of the [recharger], model [97755], s/n (B)(6). Found electrical failure: poor recharge quality message. No anomalies were visually observed. B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that circumstances that led to the revision was charging paddle couldn't connect to the device, plus it would feel hot at times.